Event description:
It was reported that when stimulation was set too high, the pt's legs went numb, which caused him to fall. Add'l info has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).